Manufacturer narrative:
Evaluation summary: the product was not returned. The lens remains implanted. Poor quality photo of undilated pupil showing areas of apparent string like or whitish band from periphery and towards the center of the iol. Unable to determine accurate position, origin or cause of observations from one picture. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported complaint of ¿circular lines at center of iol" was determined, with a high probability, to be a molding artifact based. The lens met all 100% inspection criteria for optical properties, as well as functional and cosmetic attributes. An internal investigation has been completed to address the molding artifact. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmic surgeon reported ring-shaped damage was confirmed on the edge of the optic by a slit picture after surgery. The diameter of the damage is about 1 or 2 mm. Additional information was provided by the ophthalmic surgeon, who reported that endophthalmitis was observed on the first postoperative day following an cataract and intraocular lens (iol) implant procedure. The inflammation had improved the following day. On the third postoperative day a ring shaped artifact was found on the iol. The ophthalmologist is unable to determine whether the inflammation was caused by the abnormality of the lens. In the ophthalmologist opinion, it is possible to say that mechanical irritation from the rough surface or foreign material adhesion could have aggravated the inflammatory response. Additional information has been requested.